Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited myopotential noise on the left ventricular (lv) channel. Technical services (ts) reviewed and stated that there was myopotential noise on lv and it was programmed bipolar for sensing. The pacing was changed from bipolar to unipolar as there was no capture at max outputs. It was noted that this myopotential noise was not oversensed and ts suspects that there could be insulation breach on this lv lead. This lv lead is non-(B)(6) lead. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).